Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end and the device was out of calibration. The motor, reciprocating arm, spring seal, handpiece switch, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: singapore.

Event description:
It was reported that outside of surgery, the unit was solicited for annual calibration and maintenance. Inconsistent speed was confirmed at final investigation. There is no patient involvement due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.